Event description:
It was reported that the fiber cap detached inside the pt at 10,381 joules into the case. The physician was able to retrieve the fiber cap with graspers. There was no indication or report of any part of the device remaining inside the pt. The procedure was completed with a second fiber. There was no report of pt injury. It was noted that the fiber and cap were discarded and will not be returned to the MFR.